Manufacturer narrative:
Bd has not been provided with photos or samples for catalog 301942 lot 1811135 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that during use leakage occurred with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was treated with a syringe for intravenous injection of drug solution due to blood diseases in our hospital. During the use, the syringe was found leaking and could not be used, which wasted medical resources and extended the treatment time.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient was treated with a syringe for intravenous injection of drug solution due to blood diseases in our hospital. During the use, the syringe was found leaking and could not be used, which wasted medical resources and extended the treatment time.